Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the lead was advanced and had an extreme amount of noise. Troubleshooting ruled out the cable and analyzer failure by switching both out. The ra lead was switched to the ventricular lead channel and remained noisy, the lead tip was exercised twice, the stylets were changed twice, but the noise never went away. A new lead was used and a clean signal was observed. No patient complications have been reported as a result of this event.